Manufacturer narrative:
Please reference related manufacturer report no: 2015691-2015-02527.

Manufacturer narrative:
System updates pending. Result: known inherent risk of procedure. (B)(4). Per the instructions for use, arrhythmias are a potential adverse event associated with aortic valve replacement. Atrial fibrillation is a common pre-existing arrhythmia in patients undergoing valve replacement. It also can be associated with the procedure, or can be a progression of the patient¿s disease at some point in the post-operative period. According to literature review, and as documented in a clinical technical summary written by edwards lifesciences, despite ongoing efforts to decrease its occurrence, postoperative atrial fibrillation remains a frequent complication of cardiac surgery. Although the etiology of poaf is not completely understood, several mechanisms and risk factors have been identified. Multiple studies have reported the main factors associated with an increased risk of poaf as advanced age, the complexity of the procedure, a history of heart failure, and low ef in addition to a higher euroscore, which is descriptive of the current tavr patient population. A review of the literature involving the study of thousands of patients has found no cases in which the cause of poaf was determined to be related to the device being implanted. As a result, an in depth investigation into these events, beyond documentation of the potential predisposing factors, is of limited value. In this case, the exact cause of the a-fib with rvr cannot be confirmed. In addition to the procedure itself, patient factors (chf, an ef of 40%) may have contributed to this event. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required. This is one of two manufacturer reports being submitted for this case.

Event description:
During the transfemoral tavr procedure, post deployment of a 26mm sapien 3 valve, the patient developed atrial fibrillation (a-fib) with rapid ventricular response (rvr). Following balloon aortic valvuloplasty (bav), a commander delivery system (ds) and sapien 3 valve were prepared with an additional 1cc of contrast fluid per the physician's request. The sapien 3 valve was successfully aligned and positioned. The valve was then slowly deployed under rvp with a final 80:20 aortic/ventricular (a/v) position. Post deployment tee indicated trivial paravalvular leak (pvl) and no central leak. Post deployment, the patient developed a-fib with rvr. The patient was cardioverted twice without success. After waiting for a few minutes, the patient remained in a-fib, but his heart rate slowed to mid-70's bpm. The procedure was successfully completed and the patient was transferred awake and in stable condition. The native annulus measured 21.6mm x 25.9mm by CT. Moderate annular calcification, moderate native leaflet calcification and moderate aortic root calcification were reported. A pre-deployment ejection fraction of 40% was reported.